Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was replaced (B)(6) 2023. The patient reported it reached its end of life in (B)(6) 2022. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had his scs ipg replaced because the ipg had reached end of life. Stimulation therapy was reportedly restored postoperatively.